Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the md punctured the pt's left femoral artery and inserted a super arrow-flex (saf) sheath with dilator. Then, the md attached a blue one way valve and vacuumed a balloon catheter twice inside of the tray to wrap the balloon tightly. After that the md grasped the catheter closely and removed it from the tray horizontally according to the instructions for use. However, during the intra-aortic balloon (iab) catheterization, the balloon stopped advancing and stuck in the saf sheath. The md tried to advance the balloon catheter, but the md felt resistance and could not pass it through the saf sheath due to critical assistance. The md had to remove the saf sheath and balloon catheter together from the pt. A new iab was opened and the md used a new saf sheath and iab catheter from the second iab kit and finished the catheterization. There was no excessive bleeding during the procedures. The md used the same insertion site for the iab catheter insertion. There was no reported pt death or injury. Medical/surgical intervention was not required. The iab therapy was delayed/interrupted 10 minutes. The outcome of the pt is listed as "pt does not have any complications and is fine."